Manufacturer narrative:
The incident device was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that an electrode high energy error occurred so the electrode was removed. Another product was used to complete the procedure. There was no patient harm. The incident device was discarded by the customer and is not available for evaluation.